Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item found it to exhibit signs of repeated use, the post and the anterior of the post feature have fractured off all pieces were not returned. The device history records were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Supplier DHR review found that the product was conforming to all specifications and no process deviations. Medical records were not provided. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00926.

Event description:
It was reported that while trialing during an initial knee arthroplasty the device fractured. No pieces fell into the patient. Attempts have been made and no additional information has been provided.